Manufacturer narrative:
The device has not been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmers touch panel became unresponsive. No adverse patient effect was reported. The programmer remains in service.

Event description:
It was reported that the programmer's touch panel became unresponsive. No adverse patient effect was reported. The programmer remains in service. Additional information was provided detailing that the issues happened once more while interrogating another device. This device was rebooted several times, but the issue did not improve. Troubleshooting instructions were provided and the possibility to the device to be returned was discussed. It was decided to return this device for analysis. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Device memory was extracted and a couple of error codes were recorded, however, there were not related to field observations of unresponsive touchscreen. The programmer was tested and the results were indicative of broken trace present on the lcd flexible cable. The programmer was disassembled, for microscopic analysis. This analysis determined that that the cause of the touchscreen becoming unresponsive during use was due to broken traces found on the lcd flexible cable. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Device memory was extracted and a couple of error codes were recorded, however, there were not related to field observations of unresponsive touchscreen. The programmer was tested and the results were indicative of broken trace present on the lcd flexible cable. The programmer was disassembled, for microscopic analysis. This analysis determined that that the cause of the touchscreen becoming unresponsive during use was due to broken traces found on the lcd flexible cable. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Additional information was added to the following fields: b5: describe event or problem field.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. The device has not been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmer's touch panel became unresponsive. No adverse patient effect was reported. The programmer remains in service. Additional information was provided detailing that the issues happened once more while interrogating another device. This device was rebooted several times, but the issue did not improve. Troubleshooting instructions were provided and the possibility to the device to be returned was discussed. It was decided to return this device for analysis.